Event description:
A malfunction alarm labeled "malf 12" was reported. There was no reported impact on the customer¿s blood glucose level beyond normal parameters. The customer was assisted by technical support in resetting the pump, and it was confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to report back if the issue reappears.